Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the team experienced difficulty crossing the native valve. Calcium burden at non coronary cusp was disrupted and patient blood pressure (bp) dropping rapidly. An angio showed aortic perf by annulus/non cusp. The undeployed s3u was removed from annulus and CPR was started and immediately put patient on bypass. The chest opened and small focal repair done at the non coronary cusp. The s3u valve was advanced after the patient was in stable condition. The team crossed the annulus using lunderquist wire and deployed without any issues. Tee showed excellent placement and function. The cts removed patient from bypass and closed the chest. Patient was sent to ICU for recovery. Per follow-up the fcs stated there was no indication or allegation of an edwards device malfunction that contributed to this adverse event. The patient had a small root rupture that was repaired after the chest cavity was opened. The heart team believes that the calcium in the annulus was pushed during crossing and caused the perforation. There was absolutely no damage to edwards device. After root repair the patient was stable and the team finished the thv deployment without any issues.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaint was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "the team experienced difficulty crossing the native valve. Calcium burden at non coronary cusp was disrupted and patient blood pressure (bp) dropping rapidly. An angio showed aortic perf by annulus/non cusp." Additionally, "the heart team believes that the calcium in the annulus was pushed during crossing and caused the perforation". The training manual warns that "heavy calcification" can make it difficult to cross/position thv. The presence of calcification can make the pathway challenging as it obstructs the delivery system from crossing the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. As such, available information suggest patient factors (calcification) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.